Event description:
Pt complaint of periodic swelling in both joints. This progresses until the whole temple area is involved. Patch testing was done on the pt using tmj implants, inc. Allergy tablets. Allergic response was seen to the polymethylmethacrylate (pmma) tablet. The colbalt chrome metal alloy tablet showed no response. The pt is scheduled to have the condylar devices removed and replaced with all metal condyles.